Event description:
The customer reported that while the unit was in use on a pt, a couple of keys on the unit's keypad were not responding. The pt was switched to another unit and therapy was continued. No pt injury was reported.